Event description:
It has been reported that this stretcher's zoom system is not operating correctly upon delivery. It was also reported that the stretcher did not respond properly to the handle input, that it would zoom forward when the handles were pulled backward sometimes, and that the power would cut out.

Manufacturer narrative:
Na